Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with coverage of vessel in the IFU, the possibility of subsequent interventional or open surgical repair and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019 the patient underwent a procedure using gore® excluder® aaa endoprostheses. The first stage deployment was completed successfully and upon angio done post deployment, it was observed that the graft was placed distal to the right renal. The gate was cannulated and the contra limb was placed successfully. The constraining mechanism and ipsi limb deployment was completed without any issues. Ballooning with a q50 balloon was done and upon final angio, it was observed the right renal was partially covered with stagnant flow. A balloon was placed at the flow divider and downward pressure was placed onto the balloon to pull down the stent graft and expose the renal. Flow was restored and a 6mmx22mm icast stent was placed into the right renal and slightly across the proximal end of the stent graft. On (B)(6) 2019 it was reported to the fsa that the patient is still in the hospital and is presenting with increased bilirubin and small wedge shaped infarcts on the left lower pole of kidney and kidney function is normal.